Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The reaction consisted of redness, irritation, dry scaly patches and itching sensations at the sensor patch adhesive. The patient indicated after sensor insertion on the arm he had peeled away a portion of the sensor patch during use. After removal the remainder of the area where the sensor adhesive was affixed to the skin looked like a chemical burn. The day after the sensor was removed the patient stated he was ¿undergoing wound treatment¿ for the sensor site skin reaction. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained about the unspecified wound treatment. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.